Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/15/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with a (B)(4) bluetooth device and passed. The device passed transmitter functional testing. Performed share log review and a no data was found. Performed a bin file review and the unit passed. The reported event of a loss of connection was not confirmed. The complaint was not confirmed because there is no loss of connection in the bin file the probable cause could not be determined.